Event description:
Per the clinic, the patient underwent a skin flap revision surgery (specific date not reported) due to swelling and poor retention issue. However, the issue did not resolve. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.